Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was that they were pretty sure that the recharger cord was going out. Patient stated that the implanted neurostimulator was not charging as the controller kept saying that the connection was bad and then system problem rm03 would appear. Patient said that the representative told them to reset the controller, however the reset didn't resolve the issue. Patient also said that where the cord connected to the paddle, the cord was getting extremely hot. An email was sent to the repair department to replace the recharger. Agent sent an e-mail to patient registration to update the patient's address. No symptoms were reported.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed recharger antenna failure and that the controller won't power on when recharger is plugged in. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.